Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed on the attachment or motor, as the devices were not returned. If the devices are returned in the future, product analysis may be performed. No device history records could be reviewed due to hospital not having any information on the associated attachment or motor. The user manual contains the following ¿heavy side loads and/or long operating periods may cause the device to overheat. If overheating occurs: never place an overheated motor on the patient or draping during surgery. Discontinue use and rest the motor by using intermittently, or wrap the motor/attachment interface with a moist sterile towel. If the motor is passed off, the receiver should grasp the motor by the proximal end close to the motor hose. To avoid injury to the patient or user, do not place the handpiece on the patient or in an unsecured location, when not in use.¿ in addition, ¿continuous cutting for extended periods may cause the device to heat to an uncomfortable temperature.¿ maximum continuous and maximum total cutting times for various tool types is included in the manual. We will continue to track and trend this complaint type. (B)(4).

Event description:
It was reported that the scrub nurse burned her hands through her gloves after the drill and attachment were passed to her from the surgeon. It was reported the description of the event indicated the attachment seemed to be the device that was overheating. On initial follow-up with the sales representative, it was reported that the hospital did not separate or identify the devices that were used during the surgery that caused the burn. Multiple attempts were made for additional information, but no further information was provided. The status of the scrub nurse and device information was not obtained.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.